Event description:
It was reported that pump screen was completely blue and prevented customer from reading or interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.